Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign matter coming out from the universal cord sheath. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the universal cord sheath was present with foreign matter, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.